Event description:
Per the surgeon, the patient was admitted to the hospital (B)(6), 2013, due to meningitis. The patient was discharged from the hospital on (B)(6), 2013. Additional information has been requested but has not been made available at the time of this report, (B)(6), 2014.

Manufacturer narrative:
Per the physician the recipient was treated with intravenous antibiotics. The date of treatment was not reported. Per the physician, the etiology of deafness is presbycusis. This report is filed (B)(4) 2014. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.